Event description:
Customer reported a loss 0f communication with rooms. Maintenance calls were displayed at the nurse station to indicate the malfunction. After clearing the maintenance calls and testing, it was found one room continued to malfunction and did not indicate the condition by displaying a maintenance call at the nurse station. No reported adverse pt involvement.